Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the freestyle libre 2 sensor. The customer reported a 'hi' (> 500 mg/dl) scan, and self-treated with insulin. The customer subsequently lost consciousness, and required treatment of sweets and "sugared liquids" from a third-party. The customer then went to the emergency room but did not require further treatment. There was no report of death or permanent injury associated with this event.